Manufacturer narrative:
The report of speed changes, power elevations and a pump stoppage was confirmed through the evaluation of the returned system controller and appeared to be indicative of a potential percutaneous lead issue. All heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient remains ongoing with the ungrounded patient cable and there have been no further pump stoppages. The patient is not a transplant candidate and there are no plans to exchange the pump.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pump flow increased, speed dropped, pump power increased, and no change in pulsatility index (pi). Eventually, the pump stopped. The manufacturer performed a percutaneous lead evaluation on (B)(6) 2014 and the speed drops and pump stops could not be reproduced. An ungrounded cable has been requested.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.